Event description:
It was reported to philips that the host pc did not power on automatically, which could prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that host pc was unable to power on automatically. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found host pc battery was low on voltage. To resolve the issue, fse replaced host pc. The defective parts were returned for analysis, for host pc, malfunction was observed, and the failed component was cmos battery charge/discharge issue. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.